Manufacturer narrative:
(B)(4). A 510(k) number was not provided in the emdr as this product is not substantially equivalent to any code sold by baxter in us. Therefore, it is not same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
A customer contacted baxter to report that leakage was found from the connection between the patient connector and the catheter adapter. The set had been used for 60 days. There was no patient injury or medical intervention.